Event description:
It was reported that the patient, implanted in 2001, was experiencing pain and hearing unusual sounds. There is no report of any trauma. Re-implantation is being considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.